Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy when the device was screwed, the anchor broke in the middle. All the broken parts could be removed from the joint using grasping forceps. The procedure was successfully completed using a back-up device. It is unknown if there was a significant delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 5.5mm healicoil regenesorb sa anchor system, used for treatment, was returned for evaluation. Visual assessment of the device confirmed the complaint of breakage. One of the distal threads have been broken off from the anchor and numerous other threads are deformed and are missing small fragments. An exact root cause cannot be determined with confidence with the limited clinical details that were provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.